Manufacturer narrative:
Investigation results: up to now the instrument is not available for analysis because we lost the instrument in the internal transit. Because the instrument is a purchased part, a batch history review is not possible. The root cause for the problem is most probably manufacturing related. In similar cases like this, the root cause was a wrong applied pin in the jaw- mechanic or a handling error (grasping too much tissue). A CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman disp.instr.articulat. The jaw part of the product during use had broken. There was no patient harm. Additional information was not provided. The malfunction is filed under aag (B)(4).